Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that visualization issues occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion but during usage, the screen became blank and nothing was displayed. The procedure was completed with another of the same device. There was no patient injury. However, device analysis revealed the imaging window was partially detached near the lapjoint section.

Manufacturer narrative:
Initial reporter city: (B)(6). The device was returned for analysis. Visual inspection revealed kinks in the telescope and imaging window assembly and the imaging window partially detached near the lapjoint section. Impedance testing showed a complete circuit wave form. Impedance transducer level testing showed an good electrical rh peak signal, however, the rm value appears too high. The weak transducer impedance response suggests that the device is no longer effective at receiving and transmitting acoustic energy at the working frequencies, caused by a shift in the resonance frequency of the transducer. Image test could not be performed due to the condition in which the device returned. Microscopic inspection revealed pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure.